Manufacturer narrative:
The customer¿s report of unregulated flow was confirmed. Review of the pump module event log shows that on (B)(6) 2015 at 4:38 pm, the module was powered on and attached to the pcu, assigned as channel b. At 5:02:04 pm, a flow stop open alarm occurred. Seconds later the module was programmed to infuse at a rate of 1.5ml/hr with a vtbi of 30ml. An air in line (ail) alarm occurred at 5:55 pm and the device was restarted seconds later. Four ail alarms were observed, and the device was restarted after 3 of the alarms between 6:19 pm and 6:32 pm. The device was paused at 6:32 pm and channeled off a few seconds later. At 6:33 pm, a second programed infusion was performed at a rate of 1.5, with a vtbi of 27.869. The module was channeled off again at 6:34:06 pm. Visual inspection of the pump module observed a broken off upper hinge post and broken off section on the bezel lower left hinge shroud. Rate accuracy testing was performed on the pump module demonstrating the device to be out of specification. Free flow was observed prior to the rate accuracy test being performed. Further analysis of the damaged areas noted near the upper hinge post created an abnormal opening, allowing free flow through the pumping segment when the door is closed. The proximate cause of the unregulated flow is attributed to the broken upper hinge post. The cause of the damage is unknown.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a broken pump door closed enough to allow the pump to infuse, but the door stayed open enough to allow the infusion to run by gravity. The pump door was broken at the hinge. The IV set was in the process of being primed with midazolam and was not connected to the patient during the event.

Manufacturer narrative:
Correction on initial report.